Event description:
Factory analysis of the returned motor controller pcb board revealed a damaged inductor which affected the auxiliary supply and resulted in the reported power issue. The were no failures found with the cpu pcb board; the power management pcb board was not received for analysis.

Event description:
The customer reported that the unit does not work on ac power. The customer reported that the unit was not in use on patient. The field service engineer (fse) replaced the cpu board, motor controller board and power management board to address the reported problem. The unit is now back in service.